Manufacturer narrative:
MDR (B)(4) / initial 2 of 3. Customer entity: tandem country: united states of america street: 11045 roselle street city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the distributor state three catheters have come loose on (B)(6) 2026, however no harm reported.